Event description:
See initial report.

Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. Based on follow up communications, upon checking the patient motor, the involved field service technician found it to be defective. Therefore, it cannot be ruled out that the most likely root cause of the reported event is assigned to environmental conditions in which the pump worked. Indeed, water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase may have caused its failure.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Investigation is in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t an error code associated to a patient pump malfunction during priming. There was no patient involvement.